Event description:
Reporter indicated that the pt was seen in an office visit with complaints of stimulation not perceived. During the visit, device diagnostics confirmed proper device function. The reporter then indicated that the generator was found at different settings that the previously programmed settings. Reporter stated that at two visits prior to this visit, the pt's parameters were set to 1ma. 20hz, 500usecs, 21 seconds on and 5 minutes off. Reporter indicated, when the pt's device was interrogated, it was found at 0ma, 500usec, 21 seconds on and 5 minutes off indicating that the pt's settings were not as expected, indicating a programming anomaly.